Event description:
During remote follow-up, post-paced t-wave oversensing was observed on the device. Reprogramming was performed to resolve the event. The patient experienced no adverse consequences.